Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left circumflex artery that is 90% stenosed. The lesion was pre-dilated and the 2.5x33mm multi-link 8 was attempted to cross; however, failed due to anatomy. The device was withdrawn and the lesion was pre-dilated again. The same 2.5x33mm multi-link 8 was attempted to be advanced; however, failed again due to anatomy. It was noted the shaft became kinked. The device was removed and the proximal shaft separated into two pieces outside of the patient's anatomy as soon as it was removed. Another multi-link was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported deformation due to compressive stress and material separation were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the device was removed from the anatomy and the same device was reinserted. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.